Event description:
A home patient's (hp) family member contacted baxter's technical service center (tsc) for assistance regarding a "check heater line" alarm that was recieved during fill 1 of the hp's automated peritoneal dialysis therapy. Per the hp's family member, hp had set up therapy with the heater bag being the wrong strength so the hp's dialysis nurse advised the hp's family member to swap out the heater bag with a new solution bag of the correct strength. Baxter's tsc assisted the hp's family member in ending therapy early. The hp's family member set up with new supplies to complete therapy. No patient injury or medical intervention was associated with this incident, per the hp.